Manufacturer narrative:
Unit passed displacement, active current measurement, and self tests; it failed sleep current measurement test. After further review there were no signs of previous moisture damage or corrosion on the electronic assembly. After swapping the boards out into another case, and then swapping a known good pcba2 onto pcba1, the sleep current measurement fell within specifications. The high sleep current measurement appears to be isolated to pcba2. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that battery power ran out quickly. No harm requiring medical intervention was reported. The device will be returned for analysis.